Event description:
Add'l info rec'd from MFR 5/6/04: the lot number was not provided by the reporting facility. A medwatch report has not been filed on this event. Even though a portion of the screw remains in the pt, no add'l surgery was required to prevent permanent injury.

Event description:
During right dhs open reduction and internal fixation of hip, the 40 mm 4.5 screw head broke off while tightening screw head. Screw head was retrieved - confirmed by x-ray. Screw not exchanged. Plate held in postion by 3 other screws. The lot number was not provided by the reporting facility. A medwatch report has not been filed on this event. Even though a portion of the screw remains in the pt, no additional surgery was required to prevent permanent injury.